Event description:
It was reported that the screen on quick bolus button was unresponsive. The device turns on when plugged in to a power source. Bg's were 300's.

Manufacturer narrative:
The device has been received for eval; however the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.